Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
On (B)(6) 2017 software analysis was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system exited unexpectedly. They were planning for a patient procedure, however, when they went out to add another exam and re-loaded the patient, the navigation system exited to the application launch screen. The navigation system was re-booted and ready to proceed in the procedure. There was no patient present when this issue was identified.